Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had experienced worsening pain. The patient underwent an ipg replacement procedure wherein, the ipg was replaced with wavewriter alpha ipg. The patient was doing well postoperatively and the explanted ipg will not be returned.